Event description:
It was reported that the patient with this right ventricular (rv) lead experienced feeling of warmth at the implant site. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.